Event description:
At the beginning of a laparoscopic procedure, during the placement of the device, the luer broke off of the cannula. The device was removed and replaced with another of the manufacturer's same device type. There was no reported injury to the patient. Complete details were not provided.